Event description:
Procedure: wedge resection. According to the reporter: radial reload was being used by thoracic surgeon on an endogia ultra short stapler for wedge resection. The stapler was unable to fire the reload properly. The handle cracked repeatedly and eventually failed. The stapler had to be removed and it was partially fired. There did not appear to be any foreign bodies and a straight reload was used (purple) immediately afterwards on a new handle and this worked well so tissue thickness wasn't a problem. Another stapler handle and a straight purple reload was opened and used.

Manufacturer narrative:
(B)(4).